Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The distal side of the fracture shows that the conductor coil is stretched/deformed at the fracture site. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The physical allegation was confirmed.

Event description:
It was reported that this lead was unable to be successfully implanted due to helix retract/extend issues. This lead was successfully replaced. No adverse patient effects.